Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, unexpected restart test, and all operating current measurement due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir window, and cracked battery tube threads.

Event description:
The customer's spouse reported that they called in and stated last week that the insulin pump had a blank issue. The customer received a replacement battery cap last week but the insulin pump was still going blank. Customer's blood glucose level was 316 mg/dl. Customer's blood glucose level was treated with a manual injection. Once the insulin pump rested, it came back on. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.